Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service reporting that he had an allergic reaction to the tape that he had received over a year ago. The patient did not want to stay on the phone to fill out the product complaint. The patient involvement is unknown.